Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number mw5097423 that a female patient who underwent an unspecified breast surgery with unknown 600cc mentor gel breast implants has experienced unexplained systemic symptoms postoperatively, including increased metabolism, increase in body temperature, hyperthyroidism, swollen lymph nodes, swollen knees with liquid accumulation, difficulty walking, numbness, rash, difficulty sleeping, memory and concentration problems, dry eyes, hair loss, gastrointestinal problems, chest pains, and infection with high white blood cells. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the second of two implants.